Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion is located in the mildly tortuous and moderately calcified distal left circumflex coronary artery. A 15mm x 2.00mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, the lesion was difficult to cross and after pushing it strongly and advancing about halfway, the balloon ruptured at 6 atm. The device was removed, and the procedure was completed with another of the same device. There were no patient complications.